Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used this incident, it was determined that the cubex application did not open. A technical support specialist (tss) remoted in and launched the application. The customer was then able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubex application was not open. However, there were no delays, adverse events or injuries reported based on this event.